Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep stated that there were no follow-ups with the patient. The last the rep spoke with the patient they were having no issues, so it is likely that they were unbeknownst shutting the device off with their recharger and it was explained that it was possible what was going on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient was unbeknownst turning the device off on her end. It was reported that therapy is going fine with the patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via manufacturer¿s representative (rep). The rep reported that the therapy was turning on and off by itself. The rep reported that the patient had not seen any error codes on external devices. There were no known recent medical tests or electromagnetic (emi) interference. The rep reported that the patient used the ins 24/7 and notices when stimulation was off because she had a return of pain. The rep reported that the diary showed stimulation turning off (B)(6) 2017 around 9am and stimulation turning back on (B)(6) 2017 at 6am. The rep reported that the patient didn¿t turn her stimulation off ever. The rep reported that the patient was sleeping at 6am on (B)(6) 2017 so she couldn¿t have turned stimulation back on herself. The rep reported that another event was more recent. The rep reported that the patient¿s stimulation had been on since turning it on (B)(6) 2017 and patient noticed on the morning of the report it shut off around 8am or so. The rep reported that the patient checked her ins at 8:30am on the morning of the report noticed stimulation was off and patient had not shut her stimulation off at all. The rep reported that when looking further at the diary days on the clinician programmer, rep thought stimulation may be showing off sometime on (B)(6) 2017 and the stimulation was showing on all day on (B)(6) 2017 and (B)(6) 2017 as expected. The rep reported that the ins was showing full on the day of the report. The rep reported that the patient charged daily around 1pm. The charge data from the clinician programmer was as follows: (B)(6), 0.8, 100% (B)(6), 0.4, 100% (B)(6), 0.4, 75% (B)(6), 0.9, 100% (B)(6), 0.5, 100% (B)(6), 0.3, 100% the rep reported that they checked time of ins showing on clinician programmer and date correct and clock showing a time that was about 40 minutes early. It was reviewed to update the time on the ins so they would get the most accurate data from the ins. The rep reported that the impedances were within normal range on the day of the report and the patient had not had any changes in therapy. The patient was instructed to keep a diary about when the on/off events were occurring. No further complications were reported.